Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient experienced ineffective stimulation for the right arm. X-rays were taken and showed the lead was at the same position as originally implanted. No accidents, falls, trauma or weight fluctuations were reported. Surgical intervention was undertaken on (B)(6) 2022; however, the product was unable to be revised. Additional surgical intervention may be pending to address the issue.

Manufacturer narrative:
Date of event is estimated.